Event description:
It was reported that during an unknown procedure, the clip malformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.